Manufacturer narrative:
The suspected device was not received for evaluation. The complaint could not be confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a percutaneous renal procedure (perc) was performed in room 15. The procedure required warmed irrigation. Normal saline was delivered through a level 1 fluid warmer to maintain an irrigation temperature of around 41°c; however, the machine had a cooling water leak. Midway through the procedure, the writer noticed smoke coming from the machine. It was determined that the warming function malfunctioned, causing the plastic irrigation tubing to burn. The writer immediately stopped using the machine, removed the plastic tubing, and contacted medical equipment services to assess the device. There were no adverse effects on the patient at that time. The warmed normal saline solution remained at an appropriate temperature throughout the procedure.